Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare provider reported a right side deflation. The device remains implanted.

Event description:
Healthcare provider reported a right side deflation. The device remains implanted.

Manufacturer narrative:
Trend review summary: the complaint listing report indicates that there were other records for units manufactured on work order (B)(4): 45989: no information. Device returned to device analysis lab. 207999: no information. Device not returned. 2596841: a050401 - fluid leak. Device not returned. Even though there was one complaint of a050401 - fluid leak for this lot number, the device has not been returned to confirm the event or to detect a potential workmanship. Review of all complaints of a050401 - fluid leak for the period of jun 2020 through may 2022 related to date opened indicates that 1 point is above the upper control limit. According to the severity, an additional analysis was performed to review the involved complaints with manufacturing date over the past 24 months. See ¿I chart of a050401 fluid leak for saline breast implants¿ attached. No patterns were found; therefore, no additional actions are deemed required. The trend of a050401 - fluid leak complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.